Manufacturer narrative:
The device was not returned to the service center; therefore, no investigation was performed. In addition, the legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer provided the following possible cause for the reported event is presumed as follows: the cause of the event was that the user did not recognize the necessity to clean the mh-856. The sales business center (sbc) already gave training to the user. The user now knows that they have to clean the mh-856. Also, the user did not clean the mh-856 as per description of IFU (reprocessing manual) of the endoscope. Description of IFU is as follows: manually cleaning the accessories: fill and press the syringe firmly against the connecting end of the suction cleaning adapter (mh-856) and flush the adapter with the detergent solution. Ensure that all air bubbles are expelled.

Event description:
The service center was informed that the customer needed clarification on the cleaning process of the suction cleaning adapter. The customer was using an alcohol flush to clean it. There was no patient involvement reported.